Event description:
It was reported that a female patient underwent breast augmentation with two 350cc mentor memorygel breast implants. Post-operatively, the patient was diagnosed, via ultrasound, with bilateral breast capsular contractures (baker grade iii). As a result, the patient underwent bilateral removal and replacement with two 300cc mentor memorygel breast implant (catalog: 3543001) on (B)(6) 2022. This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On april 7, 2022, the mentor failure analysis lab received the device for evaluation. Mentor became of the following: patient identifier and date of birth. In addition, the suspect medical devices were implanted for breast augmentation revision. The replacement devices were: (left) 300cc mentor memorygel breast implant catalog: 3543001 lot: 9572421 sn: (B)(6) and (right) 300cc mentor memorygel breast implant catalog: 3543001 lot: 9485072 sn: (B)(6). On april 27, 2022, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the sx mpp gel 350cc returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications.